Event description:
Peri prosthetic fracture. Update 10/september/2019: rep indicated an explantation date of (B)(6) 2019. Patient was revised.

Manufacturer narrative:
Reported event: an event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: visual inspection was performed as part of the material evaluation and indicated the following comments: damage consistent with implantation/explantation damage observed on trunnion device is still attached to femoral head clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Peri prosthetic fracture. Update (B)(6) 2019 (B)(6): rep indicated an explantation date of (B)(6) 2019. Patient was revised.